Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, extrusion, urinary problems, bleeding and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced throbbing pain after intercourse, sharp pain in the vaginal area, frequency, urge incontinence and stress incontinence. It was reported that patient underwent mesh excision on (B)(6) 2012 by dr. (B)(6) due to mesh extrusion.

Manufacturer narrative:
(B)(4). It was reported that patient underwent excision mesh exposure with cystoscopy on (B)(6) 2011 for stress incontinence with mesh exposure.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2007 and (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.